Event description:
When starting the vent on one occasion, the turbine would not start up. Pt was not connected to vent at time-just getting ready to set on pt. No associated alarms noted with this occurrence.